Manufacturer narrative:
Product event summary: at its incoming functional testing it was noted that the analyzer failed its "device off 5v current" test. The analyzer was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.